Manufacturer narrative:
The customer returned 10 individually packaged bkt-506 devices and reported that 3 of 10 devices had a fluid inside the sealed, sterile, pouches. All 10 devices were inspected several times and no fluid inside any of the pouches was observed. Although, previous photo images provided by the customer appeared to show moisture in the package. All 10 packages also appeared intact and still remain sealed. The devices inside each of the sealed pouches are also intact and do not appear to be broken. The cause of the reported fluid could not be determined as no fluid was observed in the packaging during the evaluation.

Event description:
The service was informed that upon receipt the sterility of three devices were found to be compromised, as fluid was noted inside the sterile packaging. The user facility reported that there was no damage was noted on the outer packaging. The devices were not use on a patient; therefore, no patient injury was reported. This is 2 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history record review and original equipment manufacturer (OEM) product evaluation. The device was returned for evaluation. The returned bkt-506 disposable 1/2in collection set case lot# s174615 were evaluated due to the reported ¿sterile packaging has fluid inside¿ issue. The customer returned all 10 received bkt-506 and reported that 3/10 devices had a fluid inside the sealed, sterile, pouches. The 3 reported devices were not marked, so all 10 devices were inspected. The OEM performed an investigation into the liquid inside the packages and provided their findings. The OEM performed a visual inspection on the 10 returned products and none of them had liquid inside the packaging. Pictures were provided of each returned product for verification of no fluid being inside the packaging. Due to no products having fluid inside the packaging, the OEM manually put fluid inside test product to see what would happen. One sample product was tested with water and the other was tested with alcohol inside the pouches. These are the only two fluids, per the OEM, that would be possible to get in the packaging. The solvent is used on production (alcohol) on the line clearance and the water is tested due to external elements. A device history records (DHR) review was performed and there were no nonconformance's in process or documentation.